Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned with the anvil bent upwards. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. No cartridge reload was present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The firing and clamping mechanism were noted in good condition; however, due to the condition of the anvil no testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the scrub nurse put peri-strips on a green reload and the surgeon introduced the instrument through the trocar for the first fire. After placing the instrument (and waiting for thirty seconds) he began to fire. The blade advanced half way and then stopped. He tried a further two times with the blade advancing a little more on each occasion. On the third attempt nothing happened. The reverse mechanism didn't work so he tried the manual override. This also wouldn't work. After three-four minutes of trying various things the jaws opened and he withdrew the instrument and opened a new one. As a result of this the first and second firings were compromised. Bleeding was apparent and the surgeon had to over sew the staple line twice. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any staples deployed with the partial cut line on the 1st and 2nd firing? If yes, were the staple and cut lines equal in length? After opening the device, was there any other issue noted with staple line other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip?